Event description:
When reviewing results generated by the architect c8000 analyzer, the customer found one sample ID that had been assigned two different names and set of results. The issue was discovered prior to release of results from the laboratory. The data revealed that the correct barcode scanned for the first sample, but the host responded with the name and test profile for the second sample. The samples were rerun, correctly identified, and analyzed appropriately. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.

Manufacturer narrative:
An investigation performed by the customer's host lis vendor omnilab determined the issue was caused by a known issue with an older dll driver version in the ams-labonline middleware that provided the wrong patient name and test order in response to the architect system's sid host query. The newest version of the dll driver was installed to resolve the issue. A review of complaints and trending information did not identify an adverse trend. A review of the architect system operations manual found sufficient labeling with regard to system configuration, sample ordering, configuring host interface settings, host order query, configuring reports, and system limitations. The investigation determined the customer's lis host software provided an incorrect patient name and test order in response to the architect system's sid host query. The architect software is functioning as intended. A deficiency of the architect system was not identified. This is a final report.